Manufacturer narrative:
Patient¿s height reported as (B)(6). Additional patient identifier reported as (B)(6). Date of event: date of postoperative screw breakage is unknown. This report is for one (1) unknown 7.3mm stainless steel cannulated screw 100mm. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted date: implanted approximately six (6) to seven (7) years ago. Explanted date: only partial screw explanted on (B)(6) 2017 and part of the screw remained in the patient¿s bone; device not considered explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Concomitant medical product: therapy date is approximately six (6) to seven (7) years ago. (510k): unknown, as specific part and lot numbers for cannulated screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a treatment for an unknown right femur fracture approximately six (6) to seven (7) years ago. Originally, the patient was implanted with one (1) 14mm titanium (ti) cannulated retro/antegrade femoral nail-ex/ 420mm, one (1) 10mm end cap, one (1) 6.0mm titanium locking screw 60mm length, one (1) 6.0mm titanium locking screw 85mm length, two (2) 7.3mm stainless steel 100mm cannulated screws and one (1) 6.5mm stainless steel 95mm cannulated screw. Postoperatively, on an unknown date, the patient presented with pain and it was identified that one (1) of the 7.3mm stainless steel 100mm cannulated screws that was implanted into the patients right hip bone during the original procedure was reported to be broken. In addition, postoperatively, on an unknown date, a cat scan was performed and it was identified that the patient had presented with a non-union. Surgeon did not observe a non-union and felt the cat scan was incorrect. On (B)(6) 2017, the patient was returned to the operating room where the surgeon removed the implants and revised the patient to a universal nail 18mm construct. The surgeon was unable to remove the threaded distal portion of the broken 7.3mm stainless steel screw and elected to leave the device implanted in the patient as the patient was unable to remove the device. Revision surgery was completed successfully with no additional time delay. Patient is reported in stable condition. Patient has retained all implants. Concomitant devices reported: 14mm ti cannulated retro/antegrade femoral nail-ex/420mm (part #: 04.013.864s, lot #: unknown, qty. 1), 10mm end cap (part #: unknown, lot #: unknown, qty. 1), 6.0mm ti locking screw 60mm (part #: unknown, lot #: unknown, qty. 1), 7.3mm stainless steel 100mm cannulated screw (part #: unknown, lot #: unknown, qty. 1), 6.5mm stainless steel 95mm cannulated screw (part #: unknown, lot #: unknown, qty. 1). This report is for one (1) unknown 7.3mm stainless steel cannulated screw 100mm. This is report 1 of 1 for complaint (B)(4).